Event description:
Ous MDR - a central venous stenosis of the subclavian vein was treated. Stenosis was at 100%, length 80 mm, vessel diameter 12 mm. During the inflation, which was done without inflator, i.e. No pressure control, the passeo-35 balloon burst and ruptured into the 7-f shunt during retraction. No injury to the patient was reported.

Manufacturer narrative:
Mfg. Date: sept 2012, patient is a (B)(6) old male.

Manufacturer narrative:
The returned instrument underwent a technical analysis, and the production documentation was reviewed to determine whether a deviation in the manufacturing process might be the possible cause. The technical analysis showed that the balloon tore transversally in the front third. The inner tube with the balloon markers is torn off at the proximal welding. The balloon lumen contains dried blood. The proximal instrument part can be rinsed without difficulties and shows no anomalies which could have impacted the inflation of the balloon negatively. According to the instructions for use, the rated burst pressure (rbp) may not be exceeded. This must be ensured by using a pressure measuring device. According to the information from the hospital, the balloon was dilated without an inflator (commercial disposable syringe), i.e., a pressure control as it is required was not possible during the inflation. The check of the production documentation did not show any deviations in the manufacturing process. The product was produced in accordance with specifications and met all requirements of in-process and final testing. The ultimate cause for the reported event could not be determined.